Event description:
It was reported that a physician performed and uneventful atec breast biopsy procedure (exact date unk). Sometime after the biopsy procedure "during a scheduled breast surgery, the physician noted an unintentional retained foreign object in the pt's breast. The object was removed during the scheduled surgery and it was reported to be the obturator tip from the atec ils. The pt did not experience any "pain" and is "fine". There was no report of pt injury.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).